Manufacturer narrative:
E1. Address information was not provided; therefore, il was used as the state place holder. Correction: cancel MDR. The lot number 4123600 provided cannot be verified in association with the reported material number. It was determined that this lot number might be associated with material # 381412 and another complaint record was opened and an MDR was filed. Associated MFR # 1710034-2025-00591.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. The lot number 4123600 provided cannot be verified in association with the reported material number.

Event description:
It was reported that bd insyte autoguard catheter is coming off the needle. The following information was provided by the initial reporter: canula coming off the needle.